Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery for an eroded cuff due to a perforated urethra. Instead of removing the cuff, the physician opted to try and fix the perforated urethra and replace a cuff. The sales representative advised the physician that typically if the urethra has a whole in it, these cases are aborted, but he decided not to abort and implanted a new cuff. No more information is available at the moment. Additional information received. The patient's urethra eroded due to radiation therapy. The cuff did not malfunction.